Event description:
It was reported that the patient presented to the emergency department, and it was discovered that the right ventricular (rv) lead was not capturing properly. Programming changes were done, and the patient was transferred to another hospital where lead revision was performed. Previously, there was a reported lead noise at the time of a generator change in october 2022, but the physician at the time decided to monitor it due to the patient's age. On (B)(6) 2023, the rv lead was capped, and a new rv lead was implanted on the left side. There were no adverse health consequences, the patient was stable.